Manufacturer narrative:
(B)(4).

Event description:
The physician reported that during the implant attempt relative to the subject device, there was pacing failure in the atrial channel, eventhough psa measurements on the lead were normal. The atrial lead was disconnected remeasured with the psa and reconnected with the same results. The physician also disconnected and re-connected the ventricular lead in the atrial channel, and ventricular pacing failure was indicated. The physician subsequently implanted another device.

Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that during the implant attempt relative to the subject device, there was pacing failure in the atrial channel, even though psa measurements on the lead were normal. The atrial lead was disconnected remeasured with the psa and reconnected with the same results. The physician also disconnected and re-connected the ventricular lead in the atrial channel, and ventricular pacing failure was indicated. The physician subsequently implanted another device.